Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer managed the situation by resetting the pump themselves, and although the fault code was not obtained, they found code zero from the pump history.